Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between sensor and the mobile application. The customer also experienced server error on simplera and no app hub or knox on monitor. The customer reported no adverse event. The event involved product(s) mmt-8400. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for mmt-8400.

Manufacturer narrative:
An attempt to replicate the reported issue using simplera app version 1.5.2 was conducted, and the problem was confirmed to be non-reproducible. Multiple attempts were made, including testing with a vpn service. During the process, the tester successfully installed the application, created a cl account through the app, logged in, and paired the sensor without encountering any issues. This issue is confirmed. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After a thorough investigation, we discovered that the mdm was missing the correct urls in its allowlist. The team has now provided the necessary urls to enable patients to log into carelink from simplera app. Upon reviewing the servicenow ticket submitted by the business unit (diabetes) to the itdh cdm team, it was identified that an allowlist configuration update was required for the managed smart mdi devices in both the stage and production environments. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively, the mdm (mobile device management) team carried out the necessary steps to resolve the allowlist issue. The actions taken are outlined below: 1. For changes to allowlist. Locate the ios content filter for the change. Ex stage diabetes gc handhelds EU - ios default content filter 2. Click on add version. 3. Select content filter, scroll down to allowed url's 4. Scroll down to the very bottom of the list. Click on add. 5. Type in the allowed urls. You can leave title and bookmark path blank. 6. Click on next 7. Save & publish. The same steps apply for simplera monitors as well, just that the google chrome application will be simplera receiver europe. This configuration change is expected to resolve any access issues related to the newly requested urls for smart mdi on managed devices. The helpline was notified of this change and confirm the issue has since resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.